Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/16/2018. The event date has been updated. The final fill volume of the impacted product was 510ccs. The replacement prosthesis was a mentor smooth round moderate plus profile 425cc saline prosthesis. The final fill volume of the replacement prosthesis was 510ccs. There were no procedural complications. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 425cc saline prosthesis. Upon receipt by mentor, the device was received without fluid. No foreign material was observed within the device. The product evaluation team observed a rent measuring 3.9 cm at the anterior aspect running to posterior aspect. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. No other anomalies were discovered. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 425cc saline prosthesis. A physical examination post procedure revealed deflation. As a result, the patient had left unilateral prosthesis replacement with a mentor saline prosthesis on (B)(6) 2018. No issues were reported with the right prosthesis.